Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Received one used iag 22 ga catheter/adapter assembly attached to an extension set. A DHR review could not be performed as the lot number was not provided. No damaged to the outside or inside the luer adapter. The water/air leak was performed; no leakage was observed in any area of the connection between the catheter/adapter and extension tube. Fluid leak test: the male luer of a lab supplied bd 10ml syringe filled with red fluid was connected to the needless connector. The connection was successful; observed there was no leakage in any area of the unit. The photo did not reveal evidence to identify any type of specific damage that would to leakage. Indeterminate ¿ the returned catheter/adapter assembly did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned catheter/adapter assembly. There was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defect. The defect described in the incident report could not be confirmed or replicated. The peura (end user risk analysis): was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that before the use of the bd insyte autoguard bc shielded IV catheter, the drug leaked from adopter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before the use of the bd insyte autoguard bc shielded IV catheter, the drug leaked from adopter. There was no report of exposure, serious injury or medical intervention.